Manufacturer narrative:
During inspection and testing, service concluded that the foreign material did not originate from the olympus endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is possible that fragments, such as from injection tube and silicone rubber products, were introduced into the channel and clogged the nozzle. However, a definitive root cause could not be determined. The device's instruction manual provides the following information regarding inspection of the endoscope: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." During inspection and testing, the customer's report that there was a "rainbow image" was not confirmed. The image was satisfactory and met specification. In addition, service found that the air channel volume, water flow, water removal and water channel volume were out of specification due to the blockage in the nozzle. The adhesive around the objective lens and at the distal end was worn. The insertion tube had crush marks, and the coating was delaminated. The colored ring of the aspiration housing and air/water housing was worn. The bending angulation function was out of specification. The up/down angulation knob was loose. The electrical safety test did not meet specification, as the insulation resistance value between the distal end and the connector was out of specification. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that during maintenance, the subject device was not insufflating and a ¿rainbow image" was observed. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, service found that foreign debris that appeared to be a black rubber-like material was blocking the air/water nozzle, causing the customer's reported issue of the device not insufflating. This report is being submitted for the malfunction found during the device evaluation (foreign material). The initial reporter was contacted for additional information regarding the event and could not confirm if the device was used for a procedure. The reporter was not aware of any procedure delays or any patient harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information and based on the legal manufacturer's final investigation. Please see updates to "investigation findings" for further information. Olympus will continue to monitor field performance for this device.